Event description:
Pt contacted tandem's customer technical service to report an unresponsive pump and reported a bg reading of 91 mg/dl. Product problem did not cause death and did not cause serious injury, nor did it require any medical pr surgical intervention. There was no impact on pt's blood glucose and no safety issue was reported.

Manufacturer narrative:
(B)(4) has been initiated for investigation. Corrective or preventive action has not been determined at this time and the eval summary has not been completed. A supplemental report will be filed in accordance with part 803 when the complaint investigation is completed.